Manufacturer narrative:
Patient was born in 1984. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was not reported. Treatment for the event was not reported. On an unreported date, the patient was ¿debilitated after peritonitis¿ and subsequently passed away due to the debilitation. It was not reported if an autopsy was performed. Twenty days before the receipt of this report, dianeal therapies were discontinued. Additional information is not available.